Event description:
As reported by the edwards clinical specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure, post valve deployment tee (echocardiogram) showed a cardiac tamponade coming from the right ventricle. The patient's heart rate dropped and the patient developed complete heart block. The patient's chest was opened and bright red blood was noted. The decision was made to initiate bypass in order to relieve the tamponade. The patient was noted to have been stabilized and remained hemodynamically stable. The access sites closed and the patient was transferred to the sicu. 2 days post tavr procedure the patient expired with the cause of death noted as metabolic acidosis a post mortem was not done per the family's direction.

Manufacturer narrative:
The device remains implanted in the patient. The device history record (DHR) review of the effected valve was not performed/required as there was no allegation of a device malfunction. Per the instructions for use (IFU), conduction abnormalities are a known complication associated with the overall transcatheter aortic valve replacement (tavr ) procedure. Damage to the myocardium and it's conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease (e.g. Mi, chf, valvular disease), and/or conduction abnormalities. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include electrolyte disturbances and certain medications (i.e. Beta-blockers, calcium channel blockers). In this case, the exact cause for the heart block cannot be confirmed, however, the onset of the event was post valve deployment; therefore it is likely related to the procedure. As the tavr procedure and its associated devices are performed on the left side of the heart the association to the right ventricular tamponade is likely procedure related. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required at this time.